Event description:
It was reported that the patient felt a "jolt" when at home and went into the emergency room where they checked the patient's device. Apparent interference caused the device parameters to need to be "turned back on." Currently the patient is concerned about "smart meters". Patient has had a device check and discussed with physician. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).